Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was unresponsive when attempting to fill cannula. The customer also reported a delay with button press. Customer's blood glucose was 210 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer also reported the smell of insulin from the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.